Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the replaced master tool manipulator (mtm arm) and failure analysis was completed. Fa confirmed related errors through review of the system logs; however, was unable to reproduce the issue during investigation. Visual inspection was performed by the fa and no issue was identified. The mtm arm was installed into the test system and passed all testing specification. The test system operated as expected without exhibiting any issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting mtml freezing and getting stuck, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the systems mtm due to the surgeon report of the mtm being delayed and not functioning properly. The physician stated that the mtm seemed to be sticking. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The failure analysis is currently pending. The complaint regarding mtml freezing and getting stuck was not confirmed based on the field evaluation. A log review confirmed the procedure date on (B)(6) 2022 on system sk3088. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the customer completing as planned after the start of the procedure due to master tool manipulator left freezing and getting stuck. It is unknown what resolution was used by the customer. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted hiatal hernia surgical procedure, the customer called in to report that the surgeon was having difficulty with the teaching console's master tool manipulator left (mtml). The surgeon stated that while using the pointers the mtml freezes and gets stuck. The customer was mid-procedure and did not wish to troubleshoot the system. The customer was continuing with the procedure and will power cycle after the case. The technical service engineer reviewed the logs and found no associated errors. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.